Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed, "high alarm displayed: cassette not attached properly." Functional testing confirmed the latch/lock error. The downstream occlusion (dso) sensor and latch lock flex were functioning intermittently. The latch lock flex sensor and dso sensor were replaced.

Event description:
It was reported that there was a latch/lock error. The event occurred during testing. There was no patient involvement.